Manufacturer narrative:
The customer¿s complaint of under infusions were reproduced. Inspection of the device showed multiple cracks on the bezel assembly and separation of the bezel bosses testing showed the device was not delivering fluids within specification. The event administration sets were not returned for investigation. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed the suspect device received a remote IV for an intermittent primary infusion of belimumab (drugid= 128) to infuse over 1 hour at a rate of 250 ml/hr. The device successfully completed multiple infusions and programmed additional volume to infuse. The device was channeled off before completing. Total volume infused= 367.524 ml the system was being used for treatment purposes. The root cause of the customer¿s complaint of an under infusion was identified as damaged bezel assembly. The top right, middle right, bottom right, top left and middle left bezel bosses were observed separated and the bottom left bezel boss was observed cracked. Inspection: the incident administration set was not returned and could not be inspected. Lvp sn (B)(6). The device was received in poor condition. The instrument seal was intact. However, ¿void¿ marks were not visible upon removal. Dried fluid and corrosion were observed on the male iui dried fluid was observed on the female iui and inside door cracks observed at the bottom hinge. Damage observed to the upper hinge. Membrane frame observed broken. Bezel frame observed cracked. Bezel does not sit flush in the rear case. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. Dried fluid was observed inside door. Cracks observed on the bezel frame (date code: (B)(6) 2011- recall affected) top right, middle right, bottom right, top left and middle left bezel bosses were observed separated bottom left bezel boss was observed cracked. Log analysis results: the customer provided an event date of (B)(6) 2021 at 8:20 am. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed the pcu was powered on at 8:18 am on 12 (B)(6) 2021. At 8:20 am, the suspect device received a remote IV for an intermittent primary infusion of belimumab (drugid= 128) to infuse at a rate of 250 ml/hr for a duration of 1 hour. A few seconds after the start of infusion, the device was selected and changed the vtbi to 230 ml (rate= 250 ml/hr). At 9:15 am, the infusion completed; device was kvo (rate= 10 ml/hr). At 9:17 am, the device was selected and changed the vtbi to 60 ml (rate= 250 ml/hr). At 9:32 am, the infusion completed; device was kvo (rate= 10 ml/hr). At 9:33 am, the device was selected and changed the vtbi to 100 ml (rate= 250 ml/hr). At 9:49 am, the infusion was paused and restarted approximately one minute later. At 9:52 am, the device was channeled off and the pcu was powered off. Total volume infused= 367.524 ml test results: lvp sn (B)(6). Timed rate accuracy testing (dir (B)(4) was performed using the source device sn (B)(6) and the returned pcu sn (B)(6) to determine if the system is delivering fluid in specification. Results indicate that the system was not operating within specification. See appendix for results. Test method information: 1503-001-006-r rate accuracy test method (dir (B)(4). Device history review: lvp sn (B)(6). A review of the device history record showed the device had a manufacture date of 11/28/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device lvp sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the lvp 8100 pump was used to infuse 520mg benlysta and was programmed to run over 60 minutes, "when the pump alarmed that volume was complete, the bag of medication remained full. The rate was correct and vtbi on the pump was "0" but very little medication had infused". It was reported there was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending.

Event description:
It was reported that the lvp 8100 pump was programmed to run over 60 minutes, "when the pump alarmed that volume was complete, the bag of medication remained full. The rate was correct and vtbi on the pump was "0" but very little medication had infused". It was reported there was no patient harm.

Event description:
It was reported that the lvp 8100 pump was used to infuse 520mg benlysta and was programmed to run over 60 minutes, "when the pump alarmed that volume was complete, the bag of medication remained full. The rate was correct and vtbi on the pump was "0" but very little medication had infused". It was reported there was no patient harm.